Event description:
The company was informed that the patient's electrode extruded from the cochlea. The patient's device was explanted. Implantation in the opposite ear will be considered at a later date.